Event description:
The report stated that the ligasure atlas was used during a laparoscopically assisted distal gastrectomy. The ligasure vessel sealing system was activated through a full sealing cycle with an end tone, but the patient's tissue was not sealed. There was no bleeding as a result of this. Another ligasure atlas was used to complete the surgery.

Manufacturer narrative:
Date of initial report: june 2, 2008. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.